Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and on 01-may-2017 replaced the sample loop, the ferrule had come loose. Ran qc (quality control), values were in range. Ran some whole blood samples, areas were extremely low, and the pressure was fluctuating from 7.5 to over 13 mpa. Replaced the pre-filter and the sample needle (both supplied by the customer), still got intermittent low areas, removed the stainless steel port of the injector valve, port 4 was partially obstructed. Cleand and removed the obstruction, ran some more whole blood samples, the areas are good now, and the pressure is staying steady, about 7.3-7.5 mpa. Ran qc again, values in range. The most probable cause of the reported event was a faulty sample loop.

Event description:
On (B)(6) 2017 the customer reported leaky injector valve with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.